Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that variable thresholds and intermittent non capture were noted on the right ventricular (rv) lead. Possible fracture also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.